Event description:
As reported by the distributor in (B)(6), on (B)(6) 2012, a patient of unknown age and gender presented for a hemodialysis treatment. A leak was noted at the juncture of the catheter shaft and the extension leg bifurcate of the hemodialysis catheter. The hemodialysis catheter was replaced with another new of the same device without complication. There was no report of harm or injury to the patient due to this product problem. It was reported that the device involved in the event was disposed of and is not available for evaluation.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported that the device involved in the incident was disposed of and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).